Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, root cause could not be identified although it can be presumed that it was caused by an increased impedance between both electrodes for the following reasons: 1. Increased number of deposits of tissue on the electrode. 2. Increased contact resistances due to incorrectly or insufficiently plugged contacts at the working element or connection cable. 3. Increased contact resistances due to defective contacts at the working element or connecting cable. 4. The instrument is located in a gas bladder during activation. 5. The measuring method of the esg-400 might have an impact on the conductivity. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being submitted to correct the legal manufacturer¿s contact information and facility registration number. The facility registration number is 3003724334.

Event description:
The customer reported that his olympus hf generator unit was producing an e006 non-conductive fluid error during procedure preparation. According to the initial reporter, no other errors were present. The customer also confirmed that the procedure was not prolonged as a result of this event. Reportedly, the intended procedure was completed using a similar device with no harm to the patient.

Manufacturer narrative:
The customer called olympus technical assistance center (tac) personnel to report his event. During the call, the customer noted that he thought the universal socket was bad because it was not switching over. Tac recommended sending the unit in for inspection and possible repair. The device has not yet been returned for evaluation. If additional information becomes available prior to the conclusion of the investigation, a supplemental report will be filed.